Event description:
It was reported that patient received inappropriate therapy during thyroidectomy. It was noted that while one therapy was inhibited due to magnet being placed on top of the device, the 2nd therapy was inappropriately delivered due to noise. It was later discovered that the noise was due to electrocautery. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.